Event description:
The customer reported the device would not power on. The customer reported there was no patient involvement. The facility biomedical engineer reported the power supply was replaced to address the reported problem.